Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in left anterior descending (lad) artery. A 2.50 x 20 synergy ii drug-eluting stent was advanced over a non-boston scientific (bsc) guidewire to treat the lesion; however, it failed to track inside the guiding and the shaft was found broken. The device was completely removed and the procedure completed with different device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in left anterior descending (lad) artery. A 2.50 x 20 synergy ii drug-eluting stent was advanced over a non-boston scientific (bsc) guidewire to treat the lesion; however, it failed to track inside the guiding and the shaft was found broken. The device was completely removed and the procedure completed with different device. There were no patient complications reported. It was further reported that shaft broke at approximately 20 to 25cm. The patient status was stable.

Manufacturer narrative:
The synergy ous mr 2.50 x 20mm stent delivery system (sds), catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded and tracked over a 0.014 guidewire without issue.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in left anterior descending (lad) artery. A 2.50 x 20 synergy ii drug-eluting stent was advanced over a non-boston scientific (bsc) guidewire to treat the lesion; however, it failed to track inside the guiding and the shaft was found broken. The device was completely removed and the procedure completed with different device. There were no patient complications reported. It was further reported that shaft broke at approximately 20 to 25cm. The patient status was stable.